Event description:
It was reported that the device was used during a sigmoid resection. The surgeon was performing an end to end anastomosis utilizing the double stapling technique. The anvil would not remain on the device. After three attempts, the surgeon noticed that the device did not completely cut the distal donut. The case was completed with hand suture. There were no consequences to the pt.